Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cassette door of their cycler after ending a training pd treatment. The nurse stated she was testing a cycler on a ¿dummy tummy¿ and observed fluid inside the cassette compartment at the end of treatment. There was no patient involvement reported. Additional information was solicited, but unavailable.